Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Device was returned to the manufacturer for further investigation. Examination of the valve revealed a deformed prosthesis due to intrinsic and vegetating calcifications in all leaflets and due to tears on leaflets a and b. Gross examination revealed the prosthetic stenosis due to intrinsic and vegetating calcifications in all three leaflets and the subsequent insufficiency due to tears on leaflets a and b. The pericardium of leaflets a and b was thicker than normal due to calcifications and the pericardium of leaflet c was slightly thicker than normal near the posts due to pericardial degeneration. Pericardial delaminations were detected in leaflet b. Small thrombus depositions were visible on the inflow side of leaflet a and on the outflow sides of leaflets a and b. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. Leaflets a and b were almost stiff because of intrinsic and vegetating calcifications. Intrinsic calcifications were also visible on leaflet c. Scars and/or mesothelial delaminations were visible where intrinsic calcifications became extrinsic. Yellowish areas due to calcifications were visible on both sides of leaflets a and b. Whitish and yellowish areas due to tissue alterations were detected on some outflow surfaces. On leaflet a, a 2 mm long tear was present at post 2. Another 2 mm long tear perpendicular to the free edge is visible at the center of leaflet. The mesothelial surface was locally wrinkled. On leaflet b, a 4 mm long tear was present at post 2. Another 4 mm long tear perpendicular to the free edge is visible at the center of leaflet. On leaflet c, a small portion of pericardium of free edge was missing. The mesothelial surface was locally wrinkled. A 12 mm long cut due to surgical procedures is present near post 1. Mesothelial delaminations were visible. X-rays of the subject valve showed large intrinsic calcifications in leaflets a and b. Small intrinsic calcifications were also present inside leaflet c. Histological analyses were performed on samples taken from leaflets a and c. In leaflets a and c, alizarin red s stain showed that the pericardium was thicker than normal because of intrinsic calcifications. In leaflets a and c, hematoxylin and eosin stain showed that the pericardium was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated; because the collagen bundles showed a bubbly aspect and because cholesterol clefts were detected. Pericardial delaminations were detected on leaflets a and c. Bacteria were not detected with the gram stain. From the document review performed, no manufacturing deficiencies were noted. Based on the analysis performed, leaflets calcification and lipid infiltration were noted. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this crown prt valve. However, little clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown prt IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was informed that a crown prt cna19 valve that was implanted in the patient at unknown date, was explanted on (B)(6) 2024 and replaced by regent 17 mm due to unknown reason. No further information is available at this time.